Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic about a month from (B)(6) 2021. The patient recently switched hospitals and reportedly had low voltage alarms. New batteries were given but the alarms persisted. The controller was exchanged in clinic on (B)(6) 2021. The patient did not experience any adverse health impact as a result of the exchange. The event log displayed multiple strings of intermittent low voltage alarms while the patient was tethered to batteries from (B)(6) 2021. The log also displayed transient low voltage alarms on (B)(6) 2021 while the patient was tethered to their mobile power unit (mpu). There was no interruption to pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted following the reported event of intermittent atypical low voltage advisory/hazard alarms; the reported event is addressed via the controller investigation under MFR. Report # 2916596-2021-06960. The log file contained approximately 9 days of data ( (B)(6) 2021 per the timestamp). Intermittent low voltage advisory/hazard alarms that were not associated with regular battery depletions were captured throughout the log file; the atypical alarms were observed on both power cables and resolved shortly after activating each time. Aside from the atypical low voltage advisory/hazard alarms, the log file did not indicate any other issues with the controller. The pump maintained a speed above the low speed limit throughout the log file. The returned heartmate ii system controller (serial number: (B)(6)) is evaluated under MFR. Report # 2916596-2021-06960. Aside from the atypical alarms, there were no other reported issues with the controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 30jul2017. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.